Manufacturer narrative:
During failure analysis, overheating was confirmed. Corrosion damage was noted within internal components of the device. The widespread corrosion damage to the internal components was identified as the probable cause of the device failure. The device was repaired and returned to the customer.

Event description:
The stryker micro sagittal saw was sent in for repair due to overheating during a procedure. No adverse event was reported; another device was used to complete the procedure.